Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. Upon removal of the smart touch sf catheter from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, a backflow of saline solution (sheath irrigation) was observed. In addition, blood was observed in the sheath's irrigation tubing connection. Catheter could be inserted and removed from the sheath without difficulties. No harm to the patient. No information was provided about how the issue was resolved. There was no separation of product parts nor did any part break off visibly during the procedure/use of product. The hemostasis valve (gasket) did not break into two or more separate pieces. The customer only assumed that during withdrawal of the smart touch sf catheter from the sheath, the hemostatsic valve did not close immediately such that a backflow of irrigation solution occurred which caused a slight backflow of blood into the sheath. The hemostatic valve/brim cap/hub did not detach from the sheath. Air did not enter the patient¿s body at any time. No percutaneous or surgical removal was required. Sheath could be removed at the end of procedure without any difficulties. Blood return only occurred inside of sheath and did not affect the patient¿s hemodynamics/ vitals at any time. No blood was lost. Customer only observed a blood backflow within the sheath and its connector (tube) for the irrigation. No medical intervention required to stop the bleeding. No patient consequence was reported. Device evaluation details: the device was visually inspected, and it was found in good conditions. A functional test was performed by introducing the dilator and one smart touch catheter into the sheath, no resistance or friction was observed. Then, the sheath was connected to the cool flow pump and it was irrigating correctly. A device history record was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed since no issues were observed during the product investigation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. Upon removal of the smart touch sf catheter from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, a backflow of saline solution (sheath irrigation) was observed. In addition, blood was observed in the sheath's irrigation tubing connection. Catheter could be inserted and removed from the sheath without difficulties. No harm to the patient. No information was provided about how the issue was resolved. There was no separation of product parts nor did any part break off visibly during the procedure/use of product. The hemostasis valve (gasket) did not break into two or more separate pieces. The customer only assumed that during withdrawal of the smart touch sf catheter from the sheath, the hemostatsis valve did not close immediately such that a backflow of irrigation solution occurred which caused a slight backflow of blood into the sheath. The hemostatic valve/brim cap/hub did not detach from the sheath. Air did not enter the patient¿s body at any time. No percutaneous or surgical removal was required. Sheath could be removed at the end of procedure without any difficulties. Blood return only occurred inside of sheath and did not affect the patient¿s hemodynamics/ vitals at any time. No blood was lost. Customer only observed a blood backflow within the sheath and its connector (tube) for the irrigation. No medical intervention required to stop the bleeding. No patient consequence was reported. In addition, the physician¿s opinion is that a marker indicating the neutral position of the sheath is missing. As per the missing marker issue reported, this issue is not related to a malfunction of the product but a complaint on the product design. The reported backflow of saline and blood issue was assessed as a MDR reportable hemostatic valve separation issue. The customer preference on the missing marker, was assessed as not reportable as the potential for patient injury was low.